Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 389 mg/dl. The bg level was addressed with a bolus via the pump. During troubleshooting with tandem's technical support, it was reported that there were air bubbles in the patient line. The customer successfully primed the tubing to remove the air and insulin delivery was resumed. The customer stated that the bg level was starting to stabilize.